Event description:
It was reported that during lead revision procedure, the pulse generator went into backup vvi operation after suspected electrocautery interaction. After software download, normal device function resumed. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).